Event description:
Boston scientific received information that the patient's home monitoring equipment detected a high out of range shock impedance on this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system. The local field representative consulted with boston scientific technical services (ts) and it was discussed that the shock lead impedance has gradually trended upward, and the measured value that triggered the alert was 125 ohms. No oversensing has been noted on the lead, but being that it is a dual coil lead the shock impedance value is high for that lead. Potential follow-up options were discussed to evaluate the system. Additional information was received from the representative, and it is anticipated that the patient will have either a non-invasive programmed stimulation (nips) test or lead revision in the future. At this time, no adverse patient effects were reported and the lead remains in service.

Manufacturer narrative:
At this time, no further information is available and our investigation is complete. This investigation will be updated should additional information be provided.

Manufacturer narrative:
The investigation of this event is on-going.

Event description:
The patient's monitoring system was reactivated and the last remote transmission was reviewed ((B)(6) 2012). The most recent stored event occurred on (B)(6) 2012. Spontaneous mvt with some far-field ra signals was identified. Atp was delivered and converted the tachycardia. The presenting egm from (B)(6) was normal (ap-vp) at 65 ms. The other lead (ra, rv, and lv) diagnostic measurements were within normal values. The tending upwards towards the triggering of an oor shock impedance of 125 ohms was noted and had occurred on (B)(6) 2012 and again on (B)(6) 2012. From (B)(6), the shock impedance was 125 ohms. It does not appear that the device was interrogated after the (B)(6) red alert by a programmer as the last office interrogation from the (B)(6) latitude transmission was (B)(6) 2012.

Event description:
On (B)(6) 2013, (B)(4) medical records was notified that this patient had died on (B)(6), 2012. There were no reported allegations against the lead or that the use of the lead caused or contributed to the patient's death.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.